Event description:
(B)(4) distributor (B)(4) contacted zoll customer support to report "response button broken" on two monitors.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button failure) has been confirmed. Upon inspection, it was found that the front response cover was missing and the switch has been pulled away from the backing. This would not allow the monitor to power on past the splash screen. The front response button was inoperative. The root cause of the inoperative response button cannot be positively determined, but was likely a result of physical damage. No adverse event resulted from the inoperative response button. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons missing) has been confirmed. Upon inspection, it was found that both response buttons were missing and the end cap was loose. This would not allow the monitor to power on past the splash screen. The root cause of the missing response buttons and damaged end cap cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the missing response buttons and damaged end cap. Monitor sn (B)(4) - manufactured 03/2010. Monitor sn (B)(4) - manufactured 07/2010.